Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke after 35 minutes and 36,000 joules of use. The procedure was completed using another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical observations cannot be confirmed. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review performed for the moxy greenlight fiber confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. According to the device instructions for use (IFU): the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke after 35 minutes and 36,000 joules of use. The procedure was completed using another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.